Event description:
It was reported that a thrombus occurred. A watchman access system (was) was selected for use during a left atrial appendage (laa) closure procedure. The transseptal puncture was performed. During crossing the septum with the non-bsc guidewire, a clot was seen on each side of the septum. At this time, 5000 units of heparin were given and they waited for seven minutes. The clot did not resolve during this time for which the case was aborted and the wire was removed. As a result, the left side clot disappeared, but the right remained. The (was) was in the body at this time, but was not involved. The patient is doing well and was discharged home.